Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: tibial tray fixed bearing size 4: catalog#00595403702, lot#61493138; lps-flex gender solutions female (gsf) femoral component porous: catalog#00576201351, lot#61161544; all poly petella standard cemented size 35 mm diameter 9.0 mm thickness: catalog#00597206535, lot#61509735; palacos r 1x40 single: catalog#00111214001, lot#69464233. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2023-02227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital retained the device. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, thirteen (13) years post-implantation, the patient underwent revision surgery due to instability and looseness of the joint. During the surgery, it was noted that the bearing and tibial base plate exhibited wear. All components were explanted as the patient was converted to an alternative knee system. Due diligence is in progress for this event, to date no further information has been reported.